Event description:
The customer reported that the sys displayed "filament regulator errors" during pt cases. The sys was rebooted and cases completed. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. A filament calibration was performed. The sys was tested and found to be working as intended and returned to svc.